Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a right hip trauma case, surgeon was turning the connecting bolt and the threaded tip broke off into the lag screw. Surgeon was able to unthread from the lag screw and complete the case without any delay or adverse consequence to the patient. Sales rep confirmed all of the pieces of the broken connecting bolt removed from the patient. Event occurred during primary case.

Manufacturer narrative:
The reported incident that connecting bolt omega was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts to obtain further details. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device was lost.

Event description:
It was reported that during a right hip trauma case, surgeon was turning the connecting bolt and the threaded tip broke off into the lag screw. Surgeon was able to unthread from the lag screw and complete the case without any delay or adverse consequence to the patient. Sales rep confirmed all of the pieces of the broken connecting bolt removed from the patient. Event occurred during primary case.